Manufacturer narrative:
(B)(4). The sample has been received for evaluation. Once the sample evaluation is completed or if additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that before use an automated peritoneal dialysis, 4 prong cassette, set was observed to have a black spot inside the tubing. There was no patient involvement; therefore there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.

Manufacturer narrative:
(B)(4). One sample of a dry set was received and evaluated by the baxter product analysis laboratory. Visual inspection revealed particulates in the tubing. Further analysis revealed, the spots were located on the exterior surface of the tubing, with chlorine and aluminum. The evaluation verified the reported condition of black spots on the tubing; however, the cause was undetermined because the origin of the particulate was not identified. Should additional relevant information become available, a follow-up will be submitted.